Event description:
During a lumbar ablation procedure, the generator would not increase temperature and the procedure was cancelled. The probes would not exceed 37 degrees so stagger start was attempted, a different adapter was used, and the grounding pad was replaced with no resolution. Impedance remained between 200-400 ohms. The probes were reading temperature but would not increase in temperature when auto start was pressed and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation. Ac power was applied to the rf generator and a successful power on self-test was observed. Functional testing confirmed the field reported issue as all ports failed to achieve the target temperatures. Further inspection isolated the root cause of the reported issue to abnormal functionality of the radio frequency control board. During analysis, the generator was opened and an electrical overstress (eos) condition was observed on the some of the capacitors of the rf control board. The rf control board was temporarily replaced, and normal functionality was restored to the system. The device history record (DHR) was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified and that the device functioned as intended prior to shipment indicating that there were no manufacturing/design related defects prior to shipment. Based on the information provided to abbott and the investigation performed, the root cause of the temperature issue and subsequent procedure cancellation was isolated to the radio frequency control board.

Manufacturer narrative:
Additional information: the investigation revealed that the capacitor on the rf control board failed within two years of service.